Manufacturer narrative:
Sensor was received and sensor passed with accurate readings. After testing it was concluded that the device operated within specifications.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 54 and a blood glucose of 298 mg/dl and later on in the day, the blood glucose went to 500 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.